Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump vibrate feature does not work before and after a battery change. Customer's blood glucose was 215mg/dl at the time of incident. Troubleshooting found that the pump failed the vibrate feature of the self test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump passed the unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. Device failed to vibrate during self-test due to broken black vibrator motor wire. All operating currents are within specification. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and scratched reservoir tube window.